Event description:
During a transfemoral tavr case the 26mm sapien xt valve was placed too aortic [95:5 aortic:ventricular] resulting in moderate paravalvular leak [pvl]. A second valve was implanted. The 23mm sapien xt was positioned 50:50 across the native aortic annulus. During deployment, the valve move slightly aortic landing in a 70:30 [aortic:ventricular] position. Post implant, tee showed moderate pvl. Due to the valve position, the physicians determined that a second valve was needed to resolve the pvl. The second 23mm sapien xt was positioned across the first valve slightly more ventricular; but 50:50 within native annulus. The second valve was deployed and maintained its intended position, landing approximately 1 stent cell more ventricular than first. Post implant tee showed pvl had resolved and was non-existent. Per report, this patient had a small/short ventricle. Also, during deployment, patient developed pvc's during pacing run. These factors, along with the patient horizontally located heart made positioning challenging. It was determined that the short ventricle and pvc's during deployment caused the valve to move aortic slightly, creating pvl.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and paravalvular leak [pvl] are known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment the thv training manual also identifies several procedural and anatomical factors that can contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, patient and procedural factors appear to have contributed to this event. Per report, pt. Had a small/short ventricle. Also, during deployment, patient developed pvc's during pacing run. These factors, along with the patient¿s horizontally located heart made positioning challenging. It was determined that the short ventricle, and pvc's during deployment caused the valve to move aortic slightly, creating paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.